Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked and unresponsive. Reportedly, the customer did not know how the screen became cracked. Customer's blood glucose was 220 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.